Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft separation was confirmed. The reported difficult to position (resistance) could not be replicated/confirmed in a testing environment as the returned device was not returned in a condition in which the test could be performed. Based on the returned device analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have caused or contributed to the reported event. A query/review of the electronic complaint handling database revealed no other incidents for difficult to position or shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the circumflex artery the 3.0 x 18 mm vision stent delivery system (sds) was being advanced and met resistance with the guide catheter and without using force the proximal shaft outside the anatomy broke and separated. The sds was removed without issue and a second sds was used successfully in the procedure without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.